Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered resistance when withdrawing the balloon. The target lesion was in a calcified, stenosed, severely tortuous circumflex artery. It was predilated multiple times with a 2.0 balloon @ 8 atm. A taxus express2 2.5x18mm drug eluting stent was placed distally and deployed to 10 atm without difficulty. A taxus express2 2.5x24mm drug eluting stent was then placed proximal to the first stent. The balloon was deflated but was stuck to the stent despite several removal attempts. The physician inflated and deflated and twisted and pulled to remove the balloon. The balloon was noted to be fully deflated after it was removed from the pt and intact. No pt complications were reported. Pt condition was "satisfactory/good."